Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had difficulty draping universal surgical manipulator (usm) 4. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and no errors were found in logs. Upon visual inspection, damage was found on the axes controller, carriage rfid (accr) board that would be related to the reported event. The usm was installed onto a golden system where the unit failed due to damage on rfid dallas pods replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the unit failed carriage switches for the accr. Once testing was completed, the accr was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.